Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis (B)(6) 2015. Blood glucose value at the time of admission was over 600 mg/dl. Customer's mother stated that the customer had a bent cannula but also had a stomach bug and did not realize that the customer went into diabetic ketoacidosis in a couple of hours. She was taken to the emergency room and was admitted and treated at the hospital with insulin drip and then put on manual injections. Customer was taken of the insulin pump a one or twu ours prior to the hospitalization. Customer was treating with manual injections for a week and then started using the insulin pump on saturday (B)(6) but she had high blood glucose the night prior to the call and did not receive any no delivery alarms. Customer's mother stated they do not feel comfortable with the insulin pump and she is going to talk with the doctor about using manual injections only. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.